Manufacturer narrative:
Qc data provided back to (B)(6) 2011, has been within lab-established ranges. There is no evidence of an instrument malfunction. The instrument flagged the sample as designed. The operator misinterpreted the result. This appears to be a sample-related issue; with operator misinterpretation of the error flag generated by the instrument. Service was not dispatched for this event. This report is related to the following mdrs that are being reported on different dates for the similar event that occurred at this customer site: 2050012-2012-00137, 2050012-2012-00141, 2050012-2012-00143, 2050012-2012-00144, 2050012-2012-00145, 2050012-2012-00146, 2050012-2012-00148, 2050012-2012-00149, 2050012-2012-00150, 2050012-2012-00151, 2050012-2012-00152, 2050012-2012-00153.

Event description:
A customer contacted beckman coulter inc. (Bec) in regards to possibly reporting erroneously high c-reactive protein (crp) results that were generated by the unicel dxc 800 pro synchron chemistry analyzer. On (B)(6) 2011, the customer discovered that the operators had mistakenly reported suppressed crp results as ">200" mg/l. The operator(s) had misinterpreted crp results that had been suppressed by the instrument with a flag of "blank rate high" as ">200" mg/l. The laboratory was not aware of how many samples may have been reported incorrectly, thus all crp results were pulled from the past year that had been reported out of the laboratory as ">200" mg/l. A statement was sent to the physicians that any crp results of ">200" mg/l may have been erroneous. The original instrument printouts were not available to identify which samples may have initially been suppressed with the error flag. A total of fourteen (14) ">200" mg/l results had been reported in the last year. It is unknown if any were erroneous. This report documents the patient result that was generated on (B)(6) 2011. No crp follow up tests were recorded for this patient. The customer did not report any impact to patient treatment for this event.